Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 customer reported a pump error 29 and then a frozen screen. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests.; it failed sleep current measurement test. No pump error 29 or frozen screens were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool reveals that a pump error 29 occurred at (B)(6) 2021 8:08:48 pm. In addition to this, the adapt tool confirms that a pump error 63 (variableinfo = 0c) as well as a pump error 4 occurred @ (B)(6) 2021 19:26:58.000 and (B)(6) 2021 19:26:57.000 respectively. The case was cut open. After visual inspection, there are signs of previous moisture presence in/around the following: battery compartment, battery board; pcba2--j1, lcd flex cable terminal. In summary, the customer¿s report of a frozen screen was not confirmed and that of a pump error 29 was confirmed. The pump errors 63 and 4 as well as the high sleep current measurement are due to the moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had frozen display and pump error alarm. Customer stated that they were unable to clear the alarm. Customer reported that pump buttons did not begin to work in less than 5 minutes without battery change. Insert battery alarm did not appear on pump screen. No harm requiring medical intervention was reported. Customer stated that insulin pump was vibrating after insulin pump resetting. The device will be returned for analysis.